Event description:
It was reported that the lead dislodged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal coil was fractured at 23 cm from the connector pin due to clavicular crush. Both the proximal and distal insulations were damaged at 22.2 cm from the connector pin.